Event description:
As reported in an article in the journal of the american college of cardiology: this patient with a history of diabetes mellitus was enrolled into the des_diabetes trial and was randomized to receive a cypher sirolimus-eluting stent. During the follow-up period, the pt experienced a myocardial infarction (mi). No additional info is available or forthcoming.

Manufacturer narrative:
Lee, sw, park, sw, kim, yh, et al. (2008). A randomized comparison of sirolimus-versus paclitaxel-eluting stent implantation in pts with diabetes mellitus (des-diabetes trial). Journal of the american college of cardiology, 2008;52:727-733. The product is not available for analysis. Additionally, the sterile lot number is not known. No further analysis can be performed for complaints reported without a lot number and for which the associated products will not be returned. Myocardial infarction (mi) is a known potential complication associated with coronary stenting. Factors that increase the risk for mi following pci include pt's comorbid conditions, progression of disease and presentation (acute or stable), procedural manipulations of treatment devices within the coronary arteries (balloon inflation, stent expansion, etc), un-recognized intimal damage (micro-dissections, plaque rupture, etc), and/or coronary artery spasm. There is no evidence to suggest that this event is related to a manufacturing issue or any defect of the device. Based on the available info it is not possible to determine if a relationship exists between the cordis device and the reported event. Another country's distributed cypher product is not distributed in the us; however, it is similar to us distributed cypher product.